Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, displacement test and displacement accuracy test. The device was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high and low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 595 mg/dl at time of incident and current blood glucose level was unknown. The customer was treated in the hospital. The customer was wearing the pump at the time of hospitalization. The customer did not allege pump was under delivering. The customer was advised to check the infusion set tubing for the presence of kinked or bent tubing or air bubbles. The insulin pump will be returned for analysis.